Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed there was debris (some could be blood) oil contamination and the hose was damaged and had an air leak. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing it was observed that there was "debris; some of it could be blood, oil contamination, and a damaged hose with an air leak". The device was not used in surgery as the alleged malfunctions were observed during testing. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.